Event description:
It has been reported that, during a procedure that morning, that the allura xper fd10 system would not produce x-rays. No harm had been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, system was in clinical use and the procedure was completed. The philips remote service engineer (rse) connected with customer and confirmed the system would not produce x-rays. Review of the log files showed defect in the cooling unit of the x-ray tube. Upon investigation, customer confirmed that, the 3 phases and cooling unit's pressure was normal. After customer rebooting the system for two times, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.